Manufacturer narrative:
Added usage of device. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 24jul2019. The manufacturer's field service engineer (fse) performed remote troubleshooting advised customer to replace the enclosure and power management or overlay. The customer repaired the unit by replacing the overlay and enclosure. Cracks and damage to enclosure part have been photographed and the photo has been added to the complaint record. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator had an 1105 error code (alarm led failure). And cracked enclosure. There was no patient involvement.